Event description:
The micro sagittal saw was sent in for eval, due to overheating during a procedure. No adverse event was associated with device. The procedure was completed with a readily available alternate device without any procedure delay.